Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an overspeed error was displayed. The tubing was changed over to another pump. There was approximately a three minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per clinical review: during a bypass procedure on (B)(6) 2017, the perfusion team had an overspeed notification appear on the six inch roller pump that was in the vent position. Shortly after commencing cardiopulmonary bypass (cpb), and while the pump was in the run mode, an overspeed error appeared on the vent pump and stopped the pump. The clinicians opted to change the vent tubing over to the adjacent pump to continue use of the surgical vent. It is noted from the correspondence available, that the clinicians were able to move over the tubing over in approximately three minutes, but that this occurrence did delay the continuation of the surgical procedure approximately three minutes while the team mitigated the problem. The surgical procedure was finished without any other issue, the patient had no harm nor blood loss associated with the event. The roller pump was replaced on the heart lung machine (hlm) base after the procedure. The correspondence available also notes that all preventive maintenance (pm)s are done accordingly and on schedule.

Manufacturer narrative:
The manufacturer's subsidiary could not duplicate the reported complaint condition during testing. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2017. The pump log shows the events occurred on (B)(6) 2017, the last time the pump was used. On (B)(6) 2017, several "overspeed max" and "belt slip jam status" events were reported, stopping the pump each time. Previous to this date, all looks normal. During laboratory analysis, the product surveillance technician (pst) observed the pump to function normally.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) replaced pump pod as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.